Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22jul2019. The manufacturer¿s international service technician confirmed the reported oxygen issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The part was returned to the manufacturer for investigation: it was determined the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail.

Event description:
The customer reported an o2 flow accuracy test failure. There was no patient involvement.